Manufacturer narrative:
Other, other text: h10 ? Device evaluation: one cadd legacy pump was returned for investigation in used condition. The device was powered up and alarmed with error code 1260 which is a corruption of the memory of the circuit board. The customer reported product problem (producing error code 1260) was therefore confirmed. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The problem source of the reported product problem was unknown. A root cause was not established. The circuit board was replace to correct the product problem.

Event description:
Information was received indicating that a smiths medical pump presented with error 1260. There were no reported adverse events.